Manufacturer narrative:
The technician found the handle to the side rail latch hook was broken. No further information is available on the repair of the bed at this time.

Event description:
The technician alleged the side rail would not latch. No patient impact.